Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow rate of two (2) female luer lock adapters with control-a-flo was inaccurate. The liquid did not drip when it was adjusted at 50. The issue was identified during priming. There was no patient involvement.

Manufacturer narrative:
H4: device manufacture date: the lot was produced in february 2021. H10: two devices were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity test and leak test were performed, and no issue was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.